Event description:
A customer reported a negative outliner on the total b-hcg assay from a pt sample. The results were reported to the physician. Biased results of the magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.